Event description:
A 22mm diamter x 13 mm diameter x 16.5 length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The pt had excessive vessel tortuosity and moderate to severe calcification. The pt was taken to the operating room, prepped and draped for endovascular repair. The right and left femoral arteries were individually dissected and encircled. The appropriate catheters and guidewires were used to access the aneurysm. A 5 french pigtail catheter was placed at the level of the renal arteries. The pt was heparinized accordingly. A 22 french sheath was advanced over the lunderquist wire, utilizing fluoroscopic guidance. The renal arteries were located by angiography. The bifurcated stent graft was deployed just below the right renal artery and into the right iliac system. The graft did not deploy fully off the deployment device. It was reported that the physician intended to use the device off label and use it as an aorto-uni-iliac (aui) device and place an aortic cuff to occlude the limb. In spite of multiple maneuver, the physician was unable to get the device to deploy in the appropriate position. The physician withdrew the device and converted the pt to open surgical conversion. A 16mm straight dacron graft was sewn end-to-end to the proximal aorta. The graft was then taken distally to the bifurcation of the aorta where it was sewn into position. Flow was then restored to the right internal iliac artery and to the right external iliac artery as well as the left iliac system. The pt was hemodynamically stable. The heparin was reversed. The aneurysm sac was closed over the graft with good coverage of the graft. The groin was closed accordingly. The pt had brisk biphasic doppler signals in each foot. The physician set aside the aneurx delivery system in order to be sent to medtronic ave to be investigated. The user facility is currently retaining the device and will not send it back to medtronic ave to be investigated. The pt is reported to be fine and has been discharged from the hosp. No additional clinical sequelae were reported.

Event description:
A letter from the food and drug administration to medtronic ave with an attached FDA 3500 form from the user facility was received on 2/4/2002. The voluntary report of the adverse event was from user facility #1023739. The 3500 form from the user facility noted the catalog number to be yrbr2213165 and the lot number to be m02h750697. Upon investigation, it was found that the user facility wrote in the wrong lot number. Medtronic ave has not mfg this lot number. The lot number for this complaint is m01h750697. Medtronic ave had previously sent a 3500 form reporting the adverse event to the FDA on 12/20/2001. Attached is the medwatch 3500 form from the user facility.